Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jul-26. The patient stated that they were unsure of the cause of the issue but they would say user error. Though when they set it to 0.0 and turned off the stimulation (after checking it twice) once the procedure was done and they turned it on they got ready to set their levels the patient found that they were back to their settings and not at 0.0 volts. The patient¿s confusion is in how this could be when they changed both 1 and 2 (left and right sides to 0.0) and saw this on the screen. How could they be back to the normal setting upon turning the machine back on. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient had an unrelated CT scan in which they turned the amplitude down to 0.0 ad turned the ins off for the CT scan. When they turned the ins back on, the settings were not at 0.0 but at the same setting as before. The patient synced during the report and stated that they were on group c at 4.2 volts and 3.0 volts. The patient looked at other groups to see if they might have accidently decreased a different one but none were at 0.0 volts. During the report the patient decreased to 0.0 and shut the ins off. When they turned the ins back on, the settings were at 0.0 volts as expected. It was unknown what happened but it worked fine when the patient tried during the call. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.